Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of no power up was not replicated or confirmed. The device was put through extensive testing which included using the returned battery by bench handling, power cycling, and functional stress testing without duplicating the reported malfunction. The reported malfunction of the user was shocked was not replicated or confirmed. The device and the returned multi-function cable were tested by bench handling, shock testing, electrical safety/ leakage testing, and hipot testing without duplicating the reported malfunction. The device power was in the off position at the time of the alleged incident. No evidence in the device logs to support the customer report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to transfer a patient (age & gender unknown), the device would not power up. Additionally, the clinician received an unintended delivery of energy when disconnecting the electrode pads from the multi-function cable. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction. Complainant indicated that the clinician was cleared by a doctor.